Event description:
It was reported that the patient experienced three infusion sets deploying incorrectly and was unable to click them back into place, attempted manual insertion without the applicator, and required assistance with a full supply change for teflon infusion sets; the affected component was the cannula and the issue aligned with an improper or incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.